Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced loss of electrode function and performance decrement with the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.